Manufacturer narrative:
The complaint was confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows clear radiolucence and some cysts. Loosening can be confirmed with the CT as well as migration anteriorly. There seems to be a periprosthetic fracture at the anterior aspect of the tibia as well. An infection cannot be assessed with a CT scan only. However, there is no information given, that an infection is present, here. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision for reasons currently unknow. Both tibial and talar components are going to be revised with invision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision for reasons currently unknown. Both tibial and talar components are going to be revised with invision.